Event description:
Drive medical received notice from a law firm of an incident involving a power wheelchair, a product imported and distributed by drive medical. The enduser was traveling in his power wheelchair up a ramp when the two front wheels of the chair turned sideways allegedly causing the chair to flip forward on top of him. Enduser allegedly fractured his right femur. This report is based on initial information received from the law firm. Due to the lack of information in the notice provided by the law firm, the product model and manufacturer cannot be ascertained at this time.